Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has physical damage in the form of pieces chipping off their insulin pump. The patient's blood glucose level was 234 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not feel that the chip was bad and refused to have their pump replaced. The customer wanted assistance to set up their bolus alarm. The customer was assisted with the issue and their pump worked as designed. A replacement pump was shipped to the customer. No further information was provided.